Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, wear abrasion and crease fold. Base on the device analysis the final assessment is: crease sharp opening on posterior assessed as fold flaw opening.